Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following; -defect of the printed circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed when olympus 180 series endoscopes were connected to this device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the printed circuit board due to aging. If additional information becomes available, this report will be supplemented.